Event description:
It was reported that during implant, the right ventricular lead was noted to be damaged, and the right atrial lead was not used due to perforation of the patient's blood vessels. The leads were replaced and the operation was completed. No further adverse patient consequences were reported.

Manufacturer narrative:
The reported event of ¿the right ventricular electrode was damaged in the middle¿ was not confirmed. As received, a complete lead was returned in one piece. Visual inspection and x-ray examination of the lead body did not find any anomalies on the lead body except for the damage found at the helix region which is consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.